Event description:
Death: pt found dead at home. Cause unknown. Medical examiner suspects overdose. Pt was in treatment for chronic back pain, had been despondent, and was on a number of prescription drugs. Autopsy results pending.

Manufacturer narrative:
4/13/1998: g9 - MFR report number has been corrected here and in header on page 1.